Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The following day the patient went to the emergency department. Device interrogation indicated that the alert had been triggered due to non-sustained episodes and short v-v intervals. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.